Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to lead migration. Device will not return because facility disposed it. No additional adverse patient effects were reported.